Manufacturer narrative:
Summary of event: as reported, during an endoluminal isolation procedure in the thoracic aorta for a patient with aortic dissection, a hair-like foreign matter was found upon inspection in the sterile packaging of the 'aurous centimeter vessel sizing catheter'. The device did not make patient contact. The procedure was successfully completed by replacing the catheter. The patient did not require any additional procedures or experience adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A hair-like fiber was noted in the sealed package. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an endoluminal isolation procedure in the thoracic aorta for a patient with aortic dissection, a hair-like foreign matter was found upon inspection in the sterile packaging of the 'aurous centimeter vessel sizing catheter'. The device did not make patient contact. The procedure was successfully completed by replacing the catheter. The patient did not require any additional procedures or experience adverse effects due to this event.

Manufacturer narrative:
E1: phone = (B)(4). G4: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.